Event description:
It was reported that an ilet user experienced high glucose after deploying a contact detach infusion set with the needle guard left on, resulting in no insulin delivery. Therapy was resumed two and a half hours later when the short tubing was replaced. The user later administered an outside insulin injection while still connected to the pump. A separate report will be submitted for injecting external insulin while connected to the ilet. Symptoms included hyperglycemia peaking at 601 mg/dl, along with nausea, wooziness, and lightheadedness. Outcomes included no lasting health consequences. Investigation included interviews and analysis of the information provided by the user and caregiver. Investigation of this case revealed no device problem and identified a usage problem due to failure to follow instructions, with the infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was improper or incorrect procedure leading to an unintended use error.